Manufacturer narrative:
No frozen screen noted. Unit received with button error alarm and had unresponsive buttons due to corroded keypad traces. Unit had cracked lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer believed that insulin pump was frozen due to buttons not responding. Customer's blood glucose was 220 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.